Event description:
(B)(4). Same patient as MDR # 2134265-2013-04494. It was reported that post coronary stenting treatment procedure, mild indentation occurred. In (B)(6) 2010 the subject was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in the mid lad with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation using 2.5 x 12 mm balloon catheter followed by placement of a 2.75 x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Post stent placement, ¿mild indentation¿ was noted ¿at the initial stenotic site¿ which was dilated using 2.75 x 11 mm non-bsc balloon catheter. Repeat angiograms revealed widely patent stent with no residual stenosis. The subject was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).